Event description:
After the neuron delivery catheter 053 was removed from the packaging, it was wiped with wetted telfa pads. The technologist noted that the catheter had broken at the distal shaft. The catheter was then removed and replaced. The procedure was completed successfully.

Manufacturer narrative:
Results: there is a break in the outer polymer layer of the catheter 17.5 cm from the distal tip. The liner is twisted but appears intact. The surface of the break site is smooth. Conclusion: the break noted in the complaint was confirmed. The location of the break and the smooth surface of the break site indicate that the break occurred at a material transition, specifically the thick vestamide-vestamide bond. It is unclear whether the break is the result of incomplete bonding of the materials during processing or an excess tensile force placed on the catheter when the operator was handling it prior to use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.